Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 459. The customer thought that the fill estimate was incorrect. After reviewing the information, tandem technical support found that the fill estimate was accurate. The customer acknowledged the information. The customer changed the infusion set site and used the pump to address the bg level. Reportedly, the customer was using a u-500 insulin in the cartridge.